Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had intermittent pacing at high thresholds. During the ambulance ride from one hospital to the next for replacement, the patient aspirated vomit during external pacing and developed pneumonia. The lead was explanted and replaced. No patient complications have been reported as a result of this event.